Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that the proximal segment of this lead was returned, total length of 310 mm. Dried body fluid was noted throughout the entire lead lumen. A clavicle fracture was observed at 310 mm from the terminal pin, with crushed conductor coils from 293 mm to 310 mm from the terminal pin. Clavicle abrasion was noted at 293 mm from the terminal and the insulation was jagged. Several insulation cuts were noted, most likely a result of the removal of the suture sleeve. No further testing was performed.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a lead safety switch (lss). Loss of capture (loc) was observed, however, capture in unipolar configuration at 2.7v was observed. Oversensing was also observed. Upon chest xray, the lead was found to be fractured, with insulation damage. A revision procedure was performed. The physician was unable to extract the entire lead, therefore, the distal section was removed and the remaining portion of the lead was surgically abandoned. No adverse patient effects were reported during the procedure.